Manufacturer narrative:
The insulin pump was received with motor error alarm during rewinding due to motor encoder signal out of phase. Unable to verify compromised force sensor system error alarm or perform functional testing due to motor error alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received several compromised forced sensor alarms. The customer's blood glucose was unknown. No further details given. The insulin pump will be returning for analysis.